Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The returned sample showed considerable use however the valve was opened and was still functioning as intended. Therefore, the sample evaluation could not confirm the reported failure mode. A device history record could not be reviewed because the lot number information was not provided in the complaint report. After closely analyzing the internal structural integrity and functionality of the returned sample the valve was found to still be functioning as intended. The failure could not be replicated as a result the investigation was not able to determine a root cause.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve on the 50-7000b became defective during after insertion. Not sure why the valve stopped working. Catheter was removed. The valve malfunctioned after being in use for a few months. Catheter not replaced.